Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v360242, implanted: (B)(6) 2009, product type: lead, ubd: 10-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was implanted with a neurostimulator (ins) for interstim ¿ other. The healthcare provider (hcp) reported that the patient had the device removed yesterday so she could have a breast MRI but they left 18mm of it left in the body, 2mm of which is a metal tip. Technical services reviewed that the MRI is not recommended for abandoned components. The next day, the patient stated that their urologist was able to remove all of the implant except for the very tip of the lead wire, which measures approximately 12 mm. The patient stated that they now need an MRI of the breast for an aggressive breast cancer. The patient stated that imaging is refusing to proceed with the MRI stating that it would not be safe. The patient noted that they had read studies on pubmed that state that while the MRI may interfere with function, it does not necessarily pose a safety risk. The patient was wondering if this was correct, so that they could provide some information to the imaging department. The patient stated that the MRI of the breast is an important factor in determining the course of treatment. It was reviewed that an MRI would not be recommended and redirected the patient to speak with the healthcare provider (hcp) to discuss the risk versus the benefit of potentially getting the MRI. Patient services reviewed that the hcp prescribing the MRI can call technical services if they have any questions. No further complications were anticipated/reported.